Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 205 mg/dl on the advantage system compared back to back with a result of 88 mg/dl on the hospital's system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated she was given juice at the hospital which she consumed on her own. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.